Event description:
It was reported that the patient experienced severe low blood sugar which caused fainting and a seizure. The patient was hospitalized for hypoglycemia. The patient's blood glucose levels declined to less than 54 mg/dl (3.0 mmol/l) while wearing the pod for an undisclosed time. Details regarding symptoms and treatment were not reported. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported medical event. Additional information is being solicited, a supplemental report will be submitted if information is received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.